Event description:
It was reported that a 74-year-old female patient underwent a breast augmentation revision with a 400cc mentor memorygel breast implant and experienced a rupture on the left side post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 11, 2025, mentor received additional information reporting that the rupture was diagnosed via mammogram. On june 25, 2025, mentor received additional information reporting that the patient was to undergo device explantation on (B)(6) 2025. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 30, 2025, mentor received additional information regarding the patient's event. The patient's date of device explantation was updated to (B)(6) 2025. It was reported in the patient's operative reported that the patient's left breast prosthesis was found to be intact at the time of removal. On july 31, 2025, mentor received additional information reporting that the patient's replacement device was a 400cc mentor memorygel breast implant (catalog number 3505400bc) with lot number 2070761. On august 04, 2025, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The date of event was updated to january 10, 2024. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 03, 2025, the evaluation for the device was completed. Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).